Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluated handpiece for heating up. Found no signs of handpiece heating up and passed all specs during testing. Inspected inside components and found cap damaged due to rotor coming in contact with cap during use. This will cause friction/heat.

Event description:
It was reported that a midwest e pro 1:5 ca overheated during use; no injury resulted.